Event description:
A talent stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported during a follow-up CT over 11 years later, that there was aneurysm enlargement due to an unknown endoleak.  As per the physician the cause of the endoleak could not be determined. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: iw1424c75xh, serial/lot #: (B)(4), ubd: 23-dec-2010, UDI#: (B)(4); product ID: iw1424c90xh, serial/lot #: (B)(4), ubd: 26-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the endoleak appears to be a type iii endoleak at the bifurcate left limb area and a possible type ii endoleak from inferior mesenteric artery. Product analysis the reported endoleak was confirmed on the films provided; however, the exact type or cause of the event could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is likely that a type ii endoleak was a contributing factor and it is also possible that a type iii, tear or separation endoleak may have been present. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) over the 11 years of implantation are a potential root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.